Manufacturer narrative:
Add'l info regarding product eval is pending. A supplemental MDR will be filed as necessary in accordance when add'l reportable info become available. (B)(4).

Event description:
A surgeon reported that during a vitrectomy procedure, the aspiration function did not work. The surgery was completed manually by aspirating the vitreous with a syringe. No pt harm was reported. Add'l info has been requested.